Event description:
Medical staff reported a left side rupture and capsular contracture baker grade iii diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.